Event description:
The patient reported that the ok and backlight button were not responding to presses. The patient confirmed that there were no holes or tears in the keypad but the lettering was reportedly worn off. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and require excessive force to obtain a response. There was evidence of contamination found under all key contacts. The ok button key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed that the battery cap threads are stripped. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.